Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7070869.

Event description:
It was reported that the patient was experiencing stimulation from the left buttock or left leg to the ribs or abdomen due to leads that migrated upward. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.